Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure, an s3 double head pump suddenly displayed a drop in flow from .5 liters per minute to .4 liters per minute. The clinician could not determine if the flow itself changed. The clinician manually turned the flow back up to the desired rate and continued the procedure with no further issues. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during a procedure, an s3 double head pump suddenly displayed a drop in flow from .5 liters per minute to .4 liters per minute. The clinician could not determine if the flow itself changed. The clinician manually turned the flow back up to the desired rate and continued the procedure with no further issues. No pt injury was reported.